Manufacturer narrative:
Returned device was received with the battery door very hard to open. There is a battery separator missing. There is a bubble in the dso seal. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120" downstream pressure does not build up when testing the unit. " no patient involvement.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120" downstream pressure does not build up when testing the unit. " no patient involvement.